Event description:
It was reported that a malfunction occurred on the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, displaying as "high." The customer addressed the high blood glucose level with a correction injection and used manual injections for insulin delivery. Technical support assisted the customer in resetting the pump, which resolved the malfunction, and provided further instructions to contact them if the issue recurred.